Manufacturer narrative:
Investigation - evaluation: a review of the drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and inspection of photographs of the actual device was conducted during the investigation. Photographs of the device that is the subject of this report were provided by the customer. Examination of the supplied photographs shows unidentified foreign matter within the packaging of the device. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the supplied photographic images and the results of our investigation, the event is related to a manufacturing deficiency. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Distributor reported that there was a piece of an unidentified particle inside the primary package of a cook airway exchange catheter. The event was noted during incoming product inspection. There was no patient contact, accordingly there are no adverse patient consequences. The device is available for evaluation.